Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post deployment of a 23mm sapien 3 transcatheter aortic valve replacement via transfemoral approach, post dilation was performed for regurgitation. After post dilation, central and paravalvular leak remained, and degree of regurgitation was moderate-severe. Due to valve dysfunction, a second valve was implanted which resolved the regurgitation.

Manufacturer narrative:
There was no imagery provided by the complaint site. No product was returned for the engineering evaluation performed. The instructions for use (IFU) device prepping, training manual, patient screening manual, and bicuspid aortic valve screening supplement or sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. No IFU/training deficiencies were identified. During the manufacturing process, all edwards lifesciences valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the valve types, length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. A lot history review was performed and revealed no other similar complaints were identified. As reported, the patient had severe calcified bicuspid valve with annular area measured 395mm2. Initial deployment was performed using 2 ml less volume and the valve deployed in oval shape due to the bicuspid valve condition. In this case, the bicuspid native valve calcification and raphe (if any) may have restricted the valve from proper expansion, resulting in oval shaped deployment. In addition, per training manual, the valve required to be fully deployed for proper function. With less volume used for deployment, the valve could have been under-expanded. The combination of these patient/procedural factors may have impaired valve coaptation, leading to initial central regurgitation. It was also reported that "the regurgitation worsened after the valve was expanded properly by post dilation". Per training manual, "if regurgitation is central rather than paravalvular, do not post-dilate." While the device and volume used for post-dilation is unknown, post-dilation may further disrupt the leaflet, worsening the central regurgitation. The complaint was unable to be confirmed. There were no manufacturing non-conformances identified that would have contributed to the reported event. Available information suggests that patient factors (calcified bicuspid native valve) and/or procedural factors (under expanded valve/post-dilation) may have contributed to the event. A definitive root cause was unable to be determined. No labeling/IFU deficiencies were identified; therefore, no corrective or preventative action, nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.